Event description:
It was reported that this implantable cardioverter defibrillator recorded a red alert for high out-of-range pacing impedance of over 2000 ohms. The impedance dropped back down to 640 ohms the next day. Technical services (ts) reviewed this case and stated the issue was most likely caused due to spring contact issues. No stored episodes with noise. This occurrence is the only impedance issue in the last year. No evidence of lead issues presented on the reviewed information from latitude. Ts recommended to continue monitoring this patient. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a red alert for high out-of-range (oor) pacing impedance of over 2000 ohms. The impedance dropped back down to 640 ohms the next day. Technical services (ts) reviewed this case and stated the issue was most likely caused due to spring contact issues. No stored episodes with noise and no evidence of lead issues presented on the reviewed information from latitude. Ts recommended to continue monitoring this patient. Eventually, further information was received indicating both pacing and shock impedance have had sudden high oor increases, and additionally the patient has received inappropriate anti-tachycardia pacing and a shock due to noise oversensing. Tachy therapy was programmed off and a right ventricular lead replacement was scheduled. This ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a red alert for high out-of-range (oor) pacing impedance of over 2000 ohms. The impedance dropped back down to 640 ohms the next day. Technical services (ts) reviewed this case and stated the issue was most likely caused due to spring contact issues. No stored episodes with noise and no evidence of lead issues presented on the reviewed information from latitude. Ts recommended to continue monitoring this patient. Eventually, further information was received indicating both pacing and shock impedance have had sudden high oor increases, and additionally the patient has received inappropriate anti-tachycardia pacing and a shock due to noise oversensing. Tachy therapy was programmed off and a right ventricular lead replacement was scheduled. Eventually this ICD was explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The complaint product was eventually returned and analyzed. See below for the analysis results. The returned implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. Visual inspection identified no anomalies, and no holes were noticed in the seal plugs. The device passed mechanical and electrical testing and passed al pin gauge tests. The device operated appropriately, according to its performance specifications. The associated investigation determined that this ICD exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a red alert for high out-of-range (oor) pacing impedance of over 2000 ohms. The impedance dropped back down to 640 ohms the next day. Technical services (ts) reviewed this case and stated the issue was most likely caused due to spring contact issues. No stored episodes with noise and no evidence of lead issues presented on the reviewed information from latitude. Ts recommended to continue monitoring this patient. Eventually, further information was received indicating both pacing and shock impedance have had sudden high oor increases, and additionally the patient has received inappropriate anti-tachycardia pacing and a shock due to noise oversensing. Tachy therapy was programmed off and a right ventricular lead replacement was scheduled. Eventually this ICD was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator recorded a red alert for high out-of-range pacing impedance of over 2000 ohms. The impedance dropped back down to 640 ohms the next day. Technical services (ts) reviewed this case and stated the issue was most likely caused due to spring contact issues. No stored episodes with noise. This occurrence is the only impedance issue in the last year. No evidence of lead issues presented on the reviewed information from latitude. Ts recommended to continue monitoring this patient. This device remains in service and no adverse patient effects were reported.